Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the procedure started, the instruments were solicited, when the assistant inspected the instrument the pulley it¿s noticed to be out of the cable. A new instrument is solicited and the procedure started with no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.